Event description:
The report from the affiliate indicated that the patient was included in a clinical study. The report indicated that approximately thirteen (13) months after the index procedure the patient complained of chest pain, cold sweat, and backache. (Ae/adverse event #1). A CT scan was done but there was no problem noted. This ae was determined to be not reportable. Approximately fifteen (15) months after the index procedure during the follow-up period coronary angiography was done and a 75% restenosis was observed in the previously implanted cypher stent (ae#2). The restenosis was treated by percutaneous transluminal coronary angioplasty (ptca) with a 2.0 x 12 mm balloon at an unk inflation pressure/time. A 3.25 x 10 mm cutting balloon was then used three (3) times to treat the lesion. The residual stenosis was 25%. The patient was reported to be in stable condition and will be followed up as an outpatient. The physician's comment was that there was no obvious problem with the cypher stent. The index procedure was an elective case. The brachial approach was used. The target lesion was the proximal right coronary artery (rca). The lesion was reported to be: an in-stent-restenosis (isr) of an unk bare metal stent (bms), concentric, ostial, discrete, vessel diameter of 2.26 mm, 6.31 mm length, and type b1. The lesion was pre-dilated with a 2.5 x 15mm balloon at 8 atm/time unk. A cypher 3.0 x 13mm stent was implanted at 14 atm for 31-60 sec. The stent was not post-dilated. The residual stenosis was 9%. The flow pre and post- procedure was timi 3. Ivus was not done.

Manufacturer narrative:
Please note that device (lot # i0704040) is distributed outside the united states, however, it is similar to the united stated product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.